Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was observed in the hp2 filter during the inspection. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 11/22/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that fluid was observed leaking from the cassette door of their liberty select cycler at the end of their pd treatment. It was reported that there were no alarms prior to the leak. The ts representative advised the patient to discontinue use of the cycler and a replacement was ordered for the patient. There was no reported damage identified on the cassette. The patient did not know what caused the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed that their pd nurse was notified of the fluid leak and subsequent cycler replacement. The patient received the replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. When asked about the liberty cycler set that was in use at the time of the event, the patient reported that it may have been returned with the cycler. The lot number for the cycler set could not be provided.